Manufacturer narrative:
The rpds were returned for analysis and the software logs for the case were reviewed. Review of the screenshots during treatment confirmed the location that was being monitored was the area in which firing was actually occurring. With the help of the blue cooling pixels (even before firing the laser) and the temperature elevation of pixels in the vicinity of the probe (during the laser fire), the user could confirm during the case that the physical probe was at the expected location (which was being monitored via m-vision software in real time). After stopping that specific acquisition, the linear target was first changed to 20mm (from 11mm) by the user in an effort to try to match the actual and target probes displayed on the software. This did not cause any rpd assisted move because the actual was already wrongly reported at 20mm. Then the target probe was changed back to 11mm by the user. The system sensed that rpd assisted movement was required to move the actual probe position from 20mm to 11mm. So, it started to move the physical probe position and timed out after moving to 0mm. This change in the target probe position (from 11mm to 20mm and then from 20mm to 11mm) happened after stopping the treatment. There is no way that the target linear and actual linear position can be changed via the software while a treatment is ongoing. Analysis of the returned rpd confirmed the non-conformance seen in the field; but was intermittent (i.e. During the case, rpds worked, then didn't work. Upon return evaluation the rpds didn't work, then worked.) The root cause investigation of this mode is in-process.

Event description:
During an MRI-guided laser ablation treatment procedure, the software reported sporadic movements of two robotic probe drivers (rpd) although the actual physical location of the device did not change. The initial rpd was replaced. With the second rpd, the first and second treatment pass was completed without any interruption. However, after the third treatment pass, the software showed a change from the center image to a shallow image and reported 19mm but target was 11mm. Target was changed to 20mm and then back to 11mm in an attempt to align the actual to target. Moving target back to 11mm resulted in probe physically moving to 0mm (was supposed to be at 11mm). Due to these anomalies, the procedure was completed with the probe driver in manual mode. There were no consequences to the patient.

Manufacturer narrative:
Further investigation of this event determined that the circuit board inside the rpd follower assembly came into contact with blood as confirmed by visual inspection of the returned follower assembly. In addition, visual corrosion was observed on the circuit board of the returned unit. A similar visual corrosion anomaly was reproduced by placing a dry board in a water steam environment. A design change intended to protect the circuit board from such a failure is undergoing evaluative testing at this time.

Manufacturer narrative:
The patient adverse events are a known risk of brain surgery.